Event description:
Adverse event(s): "eye infections; specifically endophthalmitis" (endophthalmitis), (infection, intraocular). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A nurse reported that following intraocular lens (iol) implant surgeries, the surgical staff has been observing an increase in the number of eye infections; specifically, endophthalmitis. She reported that they have not been able to culture any type of bacterial growth. She reported that there are two patients involved. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/23/2010, 03/24/2010, and 03/25/2010 by phone and email. A completed questionnaire has not been received. (B) (4). (B) (4).